Event description:
It was reported that the patient experienced hypoglycemia while using the ilet with a dexcom g7 sensor, with a reported blood glucose of 40 mg/dl that increased to 63 mg/dl after ingestion of three glucose tablets and later to 70 mg/dl by fingerstick; the patient also reported not hearing ilet alerts despite the device sound being set to the highest level, and troubleshooting and education on hypoglycemia treatment and alert volume verification were provided. Symptoms included low blood glucose. Outcomes included resolution with oral glucose and no hospitalization. Investigation included user interview, device setting review focused on audible alerts, and confirmation of sensor and fingerstick values by the user. Investigation of this case revealed no device malfunction identified and no confirmed alarm failure, with user-reported difficulty hearing alerts despite maximum volume. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.